Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # 411347 h3 other text : device not returned.

Event description:
It was reported that an intra-aortic balloon (iab) rupture occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) rupture occurred. There was no patient harm or adverse event reported.